Manufacturer narrative:
Correction: g(4): upon review of this complaint, it was determined the incorrect aware date was provided in the initial report. The aware date should be 2020-02-28.

Manufacturer narrative:
The impella cp was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) white male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella cp optical device. During support, the patient exhibited signs of hemolysis via hemolyzed labs, however, no plasma-free hemoglobin tests were performed to confirm. Approximately 6 hours into support, the impella was rapidly weaned in response to the suspected hemolysis.